Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system was exhibiting oversensing which resulted in the inhibition of pacing during a follow up visit. Noise was detected on the real-time e-gram which also inhibited the nurse from obtaining a threshold measurment. The oversensing and inhibition of pacing were able to be reproduced with isometrics. It was also noted that patient did not receive any inappropriate therapy.